Event description:
Procedure type: unk. According to the reporter: port broke off the cannula during the case. There was no report of pieces falling into the cavity or impacting the pt. No pt injury. No delay in or, no tissue damage. Used another product to finish the case. No add'l info was available.